Event description:
It was reported that at the end of the implant procedure, noise was present on the right ventricular electrogram. The device and lead were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies. (B)(4) the full lead was returned and analysis found no anomalies.